Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s high blood glucose level 400 mg/dl and the low blood glucose level was 45 mg/dl. The customer was assisted with troubleshooting. The customer was treated with candy bar for low blood glucose. The customer did not mention any symptoms related to low and high blood glucose level customer¿s other blood glucose value was 54 mg/dl, 311 mg/dl and 350 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.